Event description:
It was reported that when the patient laid down and auto- capture was turned on complete loss of capture was noted. The output was set to 7.5 v in the bipolar configuration and loss of capture was positional. There was a high ventricular rate stored electrogram, which observed noise on the ventricular channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.